Event description:
On 05/18/2009, the pt reported that in her previous box of insulin infusion sets, she had 2 sets that did not properly adhere to her skin and came loose while she was sleeping. She said, she discarded those headsets. She stated that infusion sets were stored in a cool dry closet and not exposed to heat or humidity. She uses alcohol prep pads prior to inserting her headset. She thinks the loose infusion sets may have affected her blood glucose readings. She stated that over the past few days, she has had elevated readings in the 240-320 mg/dl range with her normal range being 100-140 mg/dl. Symptoms were fatigue, thirst and frequent urination and she treated her readings by bolusing insulin. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.